Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The blood glucose was unknown. Troubleshooting was not performed at the time of the incident. It was reported that air appears in the tubing and results in high blood glucose. The product will not return.